Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow to past the fill tubing step and received multiple, minimum fill notifications during the load process. Reportedly, the cartridge had been filled with 300 units of insulin. There was no impact to the customer's blood glucose level. The customer was able to successfully load a new cartridge onto the pump.